Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrectly set up the pump and forgot to change the insulin duration and max bolus settings. Customer's blood glucose was 161 mg/dl. Tandem technical support guided the customer through accurately updating the insulin duration and max bolus settings.